Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours and that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels (over 600 mg/dl). The customer delivered a bolus, injections, and changed out site to address bg levels. Reportedly, the customer stated the site was not changed out in 6 days and the customer had went to a hepatic activation earlier in the day to receive insulin and carbs to counteract. The customer stated that this was their procedure they used to manage their bgs. Tandem technical support recommended to customer to consult their healthcare provider regarding the high bg occurrence.